Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart half-height drawer 3-1, pockets a5 and b6, had failed and could not be recovered. Both had experienced read/write errors. A field service engineer (fse) launched the hardware test application and manually released both pockets. The system was rebooted, and the customer was able to recover the pockets, resolving the issue. The drawer was tested using the hardware test application, and the customer successfully recovered the failed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3-1 was failed. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.